Event description:
The manufacturer received information in reference to a ventilator disconnecting. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacture.